Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the subject meter had been reading inaccurately for approximately 2 weeks prior to contacting lfs. The patient claimed that at 2 p.m., on (B)(6) 2017, he obtained blood glucose readings of ¿230, 170, 210 and 176 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with a combination of oral medication (metformin, unspecified dose) and insulin (lantus, novolog and amaryl; unspecified dosages adjusted based on meter readings) and he claimed that in response to the alleged erratic readings, he administered 4 units of novolog insulin. The patient reported during the call that a few hours later, he developed ¿low blood sugar¿ and symptoms of feeling ¿shaky and not well.¿ he advised the csr during the call that at 5p.m., that day, he re-tested his blood glucose with the subject device, obtained a reading of ¿52 mg/dl¿ and self-treated his symptoms by drinking orange juice and eating some bread. He denied testing his blood glucose on any other device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that the correct testing method was being followed and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.